Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for "several" patients tested for elecsys vitamin b 12 ii and elecsys folate on a cobas e 801 module. The customer provided data for 2 patient samples. Based on the data provided, the vitamin b 12 ii and folate results were discrepant for 1 patient sample. The initial vitamin b12 ii result was < 100 ng/l. The repeat result was 559 ng/l. The initial folate result was < 0.6 ug/l. The repeat result was 13.9 ug/l. It is not known if any erroneous results were reported outside of the laboratory. The initial results were believed to be incorrect. There was no allegation that an adverse event occurred. The vitamin b 12 ii reagent lot number was 319846. The expiration date was not provided. The folate reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and checked the system.

Manufacturer narrative:
The customer could not clarify when the repeat results were generated. The repeat results were generated from the same sample. The investigation is ongoing.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.